Event description:
It was reported that there was a high impedance of 2716 ohms on the lead. It was also reported that the impedance measure high (1664 ohms) post implant almost five years prior. The lead remains in use and will be followed per regular followup. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).